Event description:
It was reported that possible intermittent undersensing was noted on stored ventricular and atrial electrograms (egm)which resulted in possible false device classification of episode termination.  Both leads remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted 01-jul-2020.